Event description:
A female with history of obesity. Pt underwent a laparoscopic sleeve gastrectomy with robotic assistance. During the procedure there was a partial misfiring of the echelon 60 green load stapler which caused some but not all of the staples to fire. After the sleeve staple line was examined thoroughly, it was found to be intact with no staple line disruption or malformation of the staples. There was no injury to the patient. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).